Event description:
A falsely elevated ctni result of 6.7 ng/ml was obtained on one pt. The incorrect ctni result was reported to the physician. The result obtained on a sequential sample was 0.02 ng/ml. The original sample was retested and a result of 0.04 ng/ml was obtained. The incorrect ctni result was reported to the physician. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated ctni result. Based on instrument data, sample integrity is the most likely cause of the elevated ctni result.